Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report. Correction: in the initial report the date of awareness was listed as (B)(6) 2020. This is incorrect. Upon further follow-up it was discovered that the date the first med-el employee became aware of this event was actually (B)(6) 2021. The (B)(6) 2020 was the date the local distributor (not a med-el employee) was aware of the event. Therefore the initial report submitted to the FDA was sent within the required time frame of 30 days.

Event description:
The user lost suddenly his auditory perception after an injury which occurred in (B)(6) 2020.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user lost suddenly his auditory perception after an injury which occurred in (B)(6) 2020. Reportedly the user was bit by a dog and fell off his bike. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user lost suddenly his auditory perception after an injury which occurred in (B)(6) 2020.